Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that there was a 5 ml blood leak on the bottom tray inside the lh 750 slidemaker. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the blood leak was due to a small hole in the red stripe tubing through valve 8. The splash shield contained the leak and no components were damaged. Fse replaced the tubing and this resolved the issue.